Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, missing of plug strap, total delamination of plug strap disk shell and yellow particles in device outer surface. Leak test and microscopic analysis was performed which identified: one sharp opening, total delamination of plug strap disk shell and partial delamination. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Total delamination of plug strap disk shell due to adhesive failure. Partial delamination of valve due to adhesive failure. Missing of plug strap assessed as inconclusive.

Event description:
Healthcare professional reported a "saline deflation." Device has been explanted. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "saline deflation." Device has been explanted. The affected side is unknown.